Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare provider reported right sided "right prosthesis had turned on its side and the physician who performed the us said that there was also liquid around the prosthesis." Device remains implanted.

Event description:
Later patient reported "feeling depressed," "subglandular implants, with regular contours, in addition to accommodation folds around," and "microcysts."

Event description:
Healthcare provider reported right sided "right prosthesis had turned on its side and the physician who performed the us said that there was also liquid around the prosthesis." Device remains implanted.

Event description:
Legal representative additionally reported seroma-late, depression, visibility/palpability, lipodystrophy, and "patient experienced embarrassment and insecurity in physical integrity" and " inconveniences that put at risk the patient's physical health, availability to work, finances, and self-esteem." The events of depression, lipodystrophy, and "patient experienced embarrassment and insecurity in physical integrity" and " inconveniences that put at risk the patient's physical health, availability to work, finances, and self-esteem" are not device related. Device has been explanted and replaced.